Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench analysis found that all low battery electrical tests met specifications. Functional test was performed for low power tests and was repeated five times with no failures. Conclusion: could not confirm the intermittent failure seen during initial analysis of the device.

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the main printed circuit board was out of specification electrically, and that its upper and lower cases were broken and contaminated, the side bail covers were contaminated and the battery contacts were discolored. The device was to be scrapped in-house. (B)(4).